Event description:
Approximately two hours after the procedure, the pt complained of chest pain. Pt was taken to the cath lab where repeat angopgraphy revealed thrombus within the cypher and also proximal and distal to it. A thrombolytic agent was administered directly into the coronary artery to treat the thrombus. Ivus was conducted. A balloon angioplasty was also performed with a 4.0 x 12mm maverick balloon. The inflation time and pressure is unknown. The pt was reported to be in stable condition after the procedure. Per the procedural physician, it was possible that the anti-platelet therapy was not effective being that ivus was conducted after the stent was implanted and it revealed that the stent was not under deployed.